Manufacturer narrative:
A review of tickets was performed for lot number 04938ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 04938ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided by the customer. (B)(4). Unnecessary testing was completed (echocardiography and cardiac catherization) this report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results for an (B)(6) year old male patient with angina. The following data was provided: on (B)(6) 2019 sid (B)(6) initial result = >50000.0 pg/ml, repeat with 1:10 dilution = 246999.70 pg/ml, ck results = 3200 u/l. New sample collected on (B)(6) 2019 sid (B)(6) initial result = >50000.0 pg/ml, repeat with 1:10 dilution = 160207.00, ck results = 1800 u/l. Patient had an echocardiography and a cardiac catheterization with administration of IV contrast with no abnormalities found. Patient history included cerebral infarction, myocardial infarction, and cardiac pacemaker. No further impact to patient management was reported.